Manufacturer narrative:
A follow up report will be filed when add'l info becomes available.

Event description:
It was reported that after inserting iab, pump alarmed high pressure. Iab was not inflating and as a result, it was removed. The length of time iab was inserted to time pump alarmed is unk at this time. Another iab was inserted successfully. There were no reported pt complications.